Manufacturer narrative:
One used sample from unknown peritoneal catheter (pd) was received for analysis and investigation. The chunk of the catheter is approximately of 1.5 centimeters, presents irregularities inside of the catheter, and had a hole/cut in a part of the catheter. Potential root causes could be non-conforming tubing received from supplier or user error-catheter subjected to sharp objects-product misuse. According to the instructions for use (IFU), during product manipulation the user must exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc., which could impair its performance. At this point, we are unable to determine the period of use. Sample returned for evaluation shows evidence signs of use. The pin whole appearance indicates that was caused by a sharp object. Nevertheless, the device history record (DHR) does not reveal any deviation of the manufacturing process that might have contributed with the defective condition reported. In addition, during manufacturing the process, all catheters are submitted to a 100% visual inspection. This complaint has been confirmed, however this is most likely not a manufacturing related event. Based on available information, the most probable potential cause is product misuse due to the appearance of the sample. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is fluid leakage at the joint part between the catheter and the titanium adapter. The patient was involved with no injury.

Manufacturer narrative:
The lot originally reported was unknown and the lot has been identified as 1313400055.